Event description:
Caller reported that mobile app was frozen while they were loading a cartridge. There was no adverse impact to the customer's blood glucose level. Caller successfully re-launched app without requiring further assistance.